Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report reference number: 3006705815-2020-31421. It was reported that the patient experienced high impedance. A field representative attempted to troubleshoot but was unable to establish effective stimulation. Imaging was taken and it showed the leads had moved. As a result, the patient underwent surgical intervention in which one lead was explanted and replaced. It is unknown which lead was explanted, therefore both leads are being reported on.